Event description:
The manufacturer received information alleging a ventilator was alarming for an active exhalation valve issue. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation valve was cleaned to address the issue.